Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the pilot valve is leaking. Associated malfunction for this device: on/off switch short circuited, intake filter missing.